Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: ¿swollen lymph nodes", "disfigurement¿ and "stress, anxiety, shock, emotional trauma."

Event description:
Patient representative reported symptoms of left side ¿swollen lymph nodes", "disfigurement¿ and "stress, anxiety, shock, emotional trauma." Patient representative additionally reported. "Abdominal pain, headache, rashes, depression, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability, chronic pain" which are not device related. Device has been explanted.